Event description:
Housing device came off when attempting to take the needle off of the pen but the needle stayed on the pen, resulting in a needlestick.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Regulatory compliance will continue to monitor on monthly trend reports.